Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument was found to have the cable crimp from wrist control cable #10 dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. This causes the instrument not to have control. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/lymphadenectomy surgical procedure, the surgeon could not get control of the medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeons head inside the console and while trying to manipulate instruments. Surgeon could not get control of the instrument. The instrument was exchanged with a new one and drape. The device was inspected with no visible issue. No clips were reported dislodged from the instrument.